Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since needles/sleeves placed with the aid of navigation were not placed as intended and therewith could have led to harm of the spinal cord and/or blood vessels and thus ultimately to a serious injury of the patient, although: there is no indication of a systematic error or malfunction of the brainlab navigation device according brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place according to the hospital, there was no harm done to a critical structure due to this issue, the outcome of this surgery was successful (final sleeve placements correct), there was no negative clinical effect for this patient due to this issue (also not due to prolongation of anesthesia time of 1 hour), there are no further remedial actions necessary, done or planned for this patient due to this issue (also no hospitalization, or prolongation of an already planned hospitalization) according to the results of technical investigation and the information available to brainlab from the hospital, it can be concluded that the root cause for the deviation of needle/sleeve placements is a combination of the following factors: relative movement of the vertebrae operated on (t7 and t8) in relation to the vertebra where the reference array was attached to (t9), which led to a shift between the virtual display of the image dataset and the actual patient anatomy. Relative movement of vertebrae can occur due to a non-rigid connection of the bones when applying forces during the surgery. Due to the fact that this patient had osteoporosis, partial instability could have contributed to an anatomical displacement/ relative movement of the vertebrae. These vertebra movements relative to the reference array cannot be recognized by the navigation system when displaying instrument positions on the pre-operative images. Insufficient fixation of the reference clamp, apparently placed not completed on the spinous process, which may lead to potential movement of the clamp (esp. When using a mallet to insert the jamshidi needle) and thus to decreased navigation accuracy. Further, since the needle was inserted via a stab incision, the soft tissue is pulled while aligning the needle to the trajectory, and thus soft tissue can also pull at the reference clamp and slightly move it (esp. If the reference clamp is not correctly attached to the bone). The breathing of the patient was not halted/reduced for the scan. Especially scanning the thoracic region, the artificial ventilation can cause navigation inaccuracies. Apparently, the resulting deviation has not been recognized with the necessary continued verification of navigation accuracy by the user during the procedure (before needle/sleeve placement in t8). There is no indication of a systematic error or malfunction of the brainlab navigation device. Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A kyphoplasty case was planned to be performed on t7-t8 with the aid of brainlab navigation system spine & trauma 3d version 2.6. During the procedure the surgeon: positioned the patient in prone position, and attached the reference clamp (spinal x-clamp large) on the spinous process of the vertebra t9. Performed an intraoperative scan with the airo, that was automatically matched by the navigation system with the current patient anatomy (automatic image registration). Verified accuracy with a satisfying result. Made stab incision on t7 and used the medtronic jamshidi needle (calibrated for use with navigation) to place sleeves on t7 (left and right). Used fluoro images (obtained with c-arm) in conjunction with navigation to verify needle/sleeve placement . Proceeded with t8 (left) following the same procedure, and recognized a deviation of needle/sleeve position in t8 (left) (approx. 1 cm inferiorly) displayed by navigation compared to a fluoro image obtained. Completed placement of sleeves in t8 (left and right) while trying to compensate (manually) the observed deviation. Performed a 2nd intraoperative scan with the airo, that was automatically matched by the navigation system with the current patient anatomy (automatic image registration). Verified accuracy (using landmarks and placing pointer inside the sleeves) and noted that the information displayed by navigation is not consistent to the fluoro image obtained. Noticed a deviation of sleeve positions in t8 (left and right) (approx. 1 cm superiorly). Decided to replace the sleeves in t8 (left and right) without aid of navigation (but using fluoro images for verification of sleeve position). Decided to remove the sleeve from t8 (right). Proceeded with kyphoplasty (insertion of cement in the sleeves) without aid of navigation (but using fluoro images for verification of cement placement). According to the hospital, there was no harm done to a critical structure due to this issue, the outcome of this surgery was successful (final sleeve placements correct), there was no negative clinical effect for this patient due to this issue (also not due to prolongation of anesthesia time of 1 hour), there are no further remedial actions necessary, done or planned for this patient due to this issue (also no hospitalization, or prolongation of an already planned hospitalization).